Event description:
It was reported the pt was experiencing a shocking sensation at the ipg pocket site. The pt was unable to use the programmer with the sjm representative due to the sensation. It was reported the physician wanted to replace the ipg. Follow up identified the next course of action was not determined.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.